Event description:
It was reported when using the bd venflon¿ pro safety peripheral safety IV catheter, the device experienced leakage from the injection port. The following information was provided by the initial reporter. The customer stated: a patient is about to receive contrast fluid before a CT scan. The first 40 ml is administrated, but then fluid started to flush out of the port, a liquid spray hit the patients face before they managed to stop the administration. The patient had to get a new pvk in order to continue the procedure. This happend with an r-sterilized cannulae.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.